Event description:
It was reported that there was damage of an intracavity transducer, exposing the metal underneath the outer layer of the transducer. The x8-2t transducer was associated with the epiq 7c ultrasound system at the customer¿s site. The issue was discovered while the device was outside of clinical use and there was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.